Event description:
The pt experienced a change in therapy effect 3 days after a drug concentration change in 2008. Symptoms including leg spasms, tightness and acute pain. Ten days later the pt was seen in clinic and the medication dosage was slightly increased. The pt returned 10 days later. The pump dosage was increased again and performed a catheter check. Three days later the dosage was increased again to the highest rate the pt ever needed. Five days later the side access port was used to empty old medication (compounded baclofen). A month later good cerebrospinal fluid flow was found during a catheter dye study. The catheter was pt. The patent continued to complain of increased spasms. There were no abnormal residuals in the pump. The hcp did not think there was anything wrong with the pump or catheter. The pump and catheter were replaced. The catheter was pulled down 2 levels. The pt was prescribed librium and was doing better afterward. The pt outcome was reported as 'recovered without sequela'.